Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. Investigation summary: glidepath d/l 14.5f catheter along with tunneler with detached proximal segment was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as a break was noted on connecter of tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event.

Event description:
It was reported that during the insertion process, the plastic stem on the tunneler component allegedly broke off. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A photo was provided for review. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2020).

Event description:
It was reported that during the insertion process, the plastic stem on the tunneler component allegedly broke off. It was further reported that another device was used to complete the procedure. There was no reported patient injury.